Manufacturer narrative:
H3) the uninterruptible power supply (ups) and cable were returned for analysis. Functional testing determined that the ups was malfunctioning causing the reported event. Functional testing on the cable determined that there were no issues with the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ups and interconnect cable were rep laced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart would not power on. The camera cart had shut down on its own. They swapped the interconnect cables and it turned back on but would not stay on. The next day it would not come on at all. Technical services (ts) had the representative discharge the uninterruptible power supply (ups) from both carts separately. She used the power buttons on the camera cart, but it only turned on the main cart. There were no fan sounds from the camera cart and the camera light remained off. There are no lights on the inside of the camera cart, and the main cart ups showed v2 (power to interconnect cable) with no light. Ts requested to find another system at the site and see if that systems camera cart would power on with this main cart. It was unconfirmed if the representative was able to find another free system.